Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Package insert includes precautionary statement, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The fracture artifacts suggest the fracture began as a fatigue fracture.

Event description:
It was reported that patient underwent knee procedure on (B)(6), 2011. During the procedure, as the surgeon was drilling a hole, the distal tip of the reamer fractured and had to be removed from the patient. No foreign bodies were retained by the patient.